Event description:
Device returned for service. During service, the technician found out the attachment overheated and the axle bearing was worn from use. It also stated that the device had a loose adhesive, was sluggish and vibrated excessively. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician investigation revealed the attachment overheated and the axle bearing was worn. The device had loose adhesive, was sluggish and vibrated excessively. The device was repaired and returned to customer on (B)(4) 2013.